Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) previously recorded episodes of noise on the ventricular channel four days post device implant, where right ventricular (rv) sensitivity was decreased to resolve. Approximately seven months later, the right ventricular (rv) lead exhibited loss of capture (loc), high threshold measurements and out of range pace impedance measurements resulting in >2000 ohms. Device output was increased in the rv and a lead revision procedure was planned. An invasive procedure was performed approximately one month later. The rv lead was surgically abandoned and replaced with another rv lead. The device was electively explanted and upgraded to a biv device. No additional adverse patient effects were reported.

Event description:
The product was received for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies, however, evidence of the right ventricular (rv) lead seal ring marks in the rv port of the device header revealed that the rv lead was not fully inserted into the device. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.